Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2006. It was reported that the patient underwent mesh excision on (B)(6) 2015 by dr. (B)(6).

Event description:
It was reported that the patient underwent mesh excision on (B)(6) 2006. It was reported that the patient underwent mesh excision on (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, vaginal prolapse, cystocele/rectocele, and increased risk of ovarian ca.